Event description:
Patient had concurrent infusion of leucovorin & oxaliplatin infusing. Pump alarmed "air in line" when rn went into room. Leucovorin bag was empty and air in tubing was approxiamately 15" below the cassette.